Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she experienced high blood glucose between 300 and 400 mg/dl and the insulin pump would not alarm no delivery and yet when she changed everything out it would not alarm her. The cannula was not bent. Customer stated that her blood glucose even went close to 500 mg/dl. Customer also reported that she received multiple battery out limit alarms when batteries are out of the pump for less than one minute. Blood glucose value is 176 mg/dl. Nothing further reported.